Event description:
Customer reports to have received a motor error alarm during basal and to have been hospitalized as a result. Customer's blood glucose was 215 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer was hospitalized twice; customer was first hospitalized on (B)(6) 2014 with blood glucose of 335 mg/dl. Customer was hospitalized due to hyperglycemia and mild diabetic ketoacidosis. Customer was hospitalized overnight and was not wearing insulin pump at the time of hospitalization and had reverted to manual injections. Customer was again hospitalized on (B)(6) 2014 with blood glucose of 320 mg/dl. Customer was hospitalized due to hyperglycemia. Customer was still hospitalized at the time of call. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).